Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that patient complications occurred. The patient was on a prior regimen of aspirin (>= 72 hours) and antiplatelet medication other than aspirin (>= 72 hours) at the time of index procedure. A loading dose of 60 mg of prasugrel antiplatelet medication was given prior to procedure. The 70 mm x 3.00 mm target lesion was located from the mid left anterior descending artery (lad) to the distal lad. The target lesion was pre-treated with a 3.00 mm x 20 mm non-compliant balloon angioplasty catheter and a semi-compliant balloon angioplasty catheter resulting in 10% residual stenosis and timi flow of 3. The target lesion was then successfully treated with a 2.50 mm x 38 mm synergy drug eluting stent and a 3.00 x 32 mm synergy drug eluting stent resulting in 0% residual stenosis and timi flow of 3. A non-target lesion, located in the distal right coronary artery (rca), was treated using a 2.50 mm x 16 mm drug eluting stent. An additional non-target lesion, located in the acute marginal segment of the rca, was treated with a 2.50 x 10 mm balloon angioplasty catheter. One day post-procedure, elevated cardiac enzymes were detected and the patient was diagnosed with myocardial infarction. The patient was discharged from the hospital with aspirin and clopidogrel.